Event description:
Ffr measurement was performed with the pressurewire x, wireless in severely calcified lcx#11 lesion and lcx#13 lesion where a non-abbott stent was placed. The device was delivered through a 5fr diagnostic catheter. When the device was attempted to be removed from the patient after ffr measurement, it got stuck between #11 and #13 lesion, and unable to be withdrawn. The device was attempted to be caught by using a non-abbott gooseneck snare and a microsnare, but failed. The device could not be retrieved by entangling with another guidewire. Then a microcatheter was introduced along the device by transradial approach, but the device became elongated and bent, and could not be advanced further. Both the microcatheter and the device were safely removed as a unit from the sheath. The device remained exposed from the sheath tip and caught by the gooseneck snare. The entire system including the device, the sheath, and the gooseneck snare were pulled back to the proximal side of the coronary artery. While retrieving the device from the coronary artery to the radial artery, the device was damaged and fractured into two pieces. The distal portion of the separated shaft of the device was left in the lcx. When the separated distal shaft was attempted to be held with a non-abbott stent in the lcx, it migrated toward the peripheral side. The migrated distal shaft was caught with the microsnare and removed from the patient. The procedure was completed. There were no consequences to the patient.

Manufacturer narrative:
One pressurewire was returned for evaluation. The results of the investigation concluded that the radiopaque tip had been fractured and stretched into multiple sections. The combined length of the returned distal corewire sections indicated there was no missing material from the distal corewire assembly. The guidewire had also been kinked and bent at multiple locations. Additional analysis revealed that the guidewire was exposed to excessive torqueing and manipulation causing the fracture at the distal tip coil and the distal corewire. Torqueing or excessive manipulation of the guidewire in a sharp bend, against resistance, or repeated attempts to cross a total vessel occlusion may damage and/or fracture the pressurewire, which is inconsistent with the instructions for use (IFU). The pressurewire IFU, also directs the user to use the pressurewire guidewire in conjunction with a 6f guiding catheter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Although the exact cause of the reported withdrawal difficulties remains unknown, the guidewire damage and the usage of the incorrect catheter size are consistent with the reported issue. The cause of the guidewire damage is consistent with damage during use.